Event description:
The customer reported the system displayed a communication error. This would cause the system to lock up or fail to boot p. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5v power supply. The source power for the system comes from a generator, and is not very stable, contributing to power problems. The system operates as intended.